Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged during the implant procedure. It was removed and replaced on the same day. No patient complications have been reported as a result of this event.